Event description:
The patient reportedly developed acute labyrinthitis and experienced dizziness. The patient was treated with prednisone and meclizine. The patient's symptom of dizziness has reportedly resolved.